Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection. No moisture damage found at electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.